Manufacturer narrative:
Additional information added to b5, h3, h6 and h10. B5: upon follow up it was reported the "ultrafiltration unit" was damaged. H10: the device was not received for evaluation; however, the device was evaluated on site by a non-baxter technician. Although the on-site technician did not provide any further information other than the ultrafiltration unit was damaged and repaired. Therefore, no further testing could be performed, and the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a reverse ultrafiltration event occurred on an ak 96 machine. At the start of hemodialysis therapy, the patient¿s weight was 55.5kg. After approximately four (4) hours therapy was completed and the patient asked to ¿get off the machine¿. The total ultrafiltration was 4000ml with a reverse increase of 200ml and the patient¿s weight was 55.7kg. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.